Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe with detached bd microlance¿ 3 needle piston had foreign matter on it. The following information was provided by the initial reporter: "we have had a syringe in which, after extracting cytostatics, we have observed that the piston is "dirty". During use".

Event description:
It was reported that the bd plastipak¿ syringe with detached bd microlance¿ 3 needle piston had foreign matter on it. The following information was provided by the initial reporter: "we have had a syringe in which, after extracting cytostatics, we have observed that the piston is "dirty". During use".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jun-2023 . H6: investigation summary one sample received by our quality team for investigation. Upon visual evaluation, it can be observed embedded foreign matter in the plunger. A device history review was performed for lot 2202096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.